Event description:
An ophthalmic surgeon reported that during cataract surgery involving intraocular lens (iol) implantation, the lens was stuck at the plunger. There was no damage to the trailing haptic, it remained intact at the end of surgery. The lens remains implanted. Based on the additional information provided, the incident was attributed to the product itself, and it was noted that the surgeon was highly experienced, having performed thousands of iol implantations.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.